Manufacturer narrative:
The reported auto reducing issue was not confirmed. As received, microscopic inspection revealed no broken wires on the returned lead segments. All lead segments pass the electrical continuity test. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Corrected h10.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024 where the right lead and right extension was replaced and reportedly resolved the issue.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient was experiencing ineffective therapy and auto reducing with high impedances on every contact of the left lead. As such, surgical intervention may be pending to address the issue. At a later date.

Manufacturer narrative:
The reported auto reducing issue was confirmed. As received, microscopic inspection revealed no broken wires on the returned lead segments. All lead segments pass the electrical continuity test except terminal end "d" failed and would cause the high impedance and would result in auto reduction.